Event description:
Customer reported receiving erratic readings on their freestyle lite blood glucose monitor. Customer reported receiving readings of 240 mg/dl, 201 mg/dl, 94 mg/dl and 488 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, customer reported taking extra dosage of insulin and experiencing symptoms of dizziness, shakiness and hunger. Customer reported eating food to counteract his symptoms and contacted his doctor who recommended customer to adjust his insulin medication based on his glucose readings. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report wil be filed once investigation results are available.